Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. Lead damage was suspected but was not confirmed. The device was re-programmed to resolve the event. The patient was stable and will continue to be monitored.